Manufacturer narrative:
The reported field event of far p-wave oversensing was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the reported anomaly could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented over merlin.net transmission with non-sustained rv oversensing episodes, far-p oversensing was observed. Patient received inappropriate shock due to oversensing. Ventricular egm channel was sense amp, so could not evaluate capture fully. There appeared to be loss of capture on far-field/discrimination channel. Lead dislodgement was noted. Physician elected to replace both lead and device. Patient was fine after replacement.